Event description:
A malfunction was reported on the customer's pump, displaying malfunction code malf 16. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the customer's shipping address, and a replacement pump was sent. The customer was instructed to place the faulty pump in storage mode and return it within 10 days using the provided return box and pre-paid label. The customer was also advised to program their settings and connect their cgm to the replacement pump, and they acknowledged understanding.